Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose overnight with gaps in continuous glucose data and subsequently replaced their 23-inch, 6 mm infusion set, after which glucose values returned to below 180 mg/dl; the user reported no visible leaks or kinks, and an initial concern about a longer needle was clarified as insertion without the needle guard attached. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after infusion set change, with no alarms, hospital visit, or additional interventions. Investigation included customer service troubleshooting and education on checking glucose with a glucometer and calibration guidance, as well as assessment of infusion set function and insertion technique. Investigation of this case revealed that the event was consistent with an infusion set performance issue or insertion-related issue that resolved upon replacing the set, with no evidence of occlusion alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related user technique or transient obstruction that resolved with a supply change.